Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm was able to verify multiple "blood detected" messages in the iabp fault log. The stm did not find blood in unit, however blood detected circuit out of calibration. The stm calibrated the blood detected circuit on solenoid driver board and verified proper function. The stm then performed all functional, pneumatic and electrical safety tests which passed to meet factory specifications. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed "blood detected" messages. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.